Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 11/29/2016 with the following findings: evaluation revealed the bolus button cover is missing. The battery cap has damaged threads and continues to spin when attaching to test pump. (B)(6).

Event description:
The pump was returned for investigation. Evaluation revealed damaged battery cap threads. This report is made based on results of investigation completed on 11/29/2016.